Event description:
Reporter indicated that the patient has been experiencing an increase in seizures. It was reported that the patient was doing well with the vns therapy until patient's spouse was militraily deployed approximately three months ago. Since patient's spouse deployment, the patient has experienced three grand mal seizures that patient indicated could have been due to the stress of patient's spouse being deployed. Additionally, the patient had a seizure while driving and hit a light pole. The patient was hospitalized for two days as a result of the accident in witch patient suffered a broken clavicle. It was reported that the patient's neurologist has increased device settings.